Manufacturer narrative:
Pump received with all buttons responding properly. No damage or moisture damage on keypad assembly, unlocked keypad connector, or stuck button alarm noted during testing. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No blank display, pump powering off, or restarting noted during testing. Pump received with scratched case, stained and faded serial number label, missing display window cover, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed stuck button and had a black screen in an attempt to clear the error. Customer was assisted with troubleshooting for stuck button alarm. Customer's blood glucose was 110 mg/dl at the time of the incident. Customer stated that they were unsure if they have pressed a button down for three minutes or longer. The customer also stated that the insulin pump was not exposed to a change in altitude. The customer was advised that the customer's insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.